Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 02-012-47-3009 logic cr tib insert std, sz 3, 9mm 5272651. 200-02-35 three peg patella, 35mm 2575249. 200-04-33 cemented finned tray 3f/3t 2714060. 232-02-03 cr porous femoral size 3, left 2729028.

Event description:
It was reported that this patient's left knee was revised due to pain. Patient was last known to be in stable condition following the event. Products not returning: disposed by hospital.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may be due to pain, as stated in the experience report. However, the reason for the pain could not be determined, and contributions from user or patient related considerations to the event could not be assessed since the devices were not returned for evaluation, and relevant patient information, radiographs, or complete devices images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."